Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while trying to clamp the cystic artery, the clips did not form correctly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.